Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
Patient was revised with a stryker acetabular cup. The IFU for encore product states that it should only be used with other encore products.